Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.

Event description:
Boston scientific received information that, during the device change out procedure, this cardiac resynchronization therapy defibrillator (crt-d) had a stuck setscrew. The physician tried several wrenches and methods which were unsuccessful. The physician was able to remove the lead once the connector block was cut off. No adverse patient effects were reported.